Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced an infection at implant site and stated that the icm needs to be explanted. The patient inquired whether sufficient data had been collected to avoid reimplanting another icm. The patient was referred to the clinic. The icm remains in service and no additional adverse patient effects were reported.